Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient expired sometime between (B)(6) 2017. The cause of death is unknown. The patient was previously hospitalized on several occasions for pre-existing medical issues. The pump was inquired due to hospital stay and no malfunction was found.